Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no data on the screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no data on screen' which was reproduced the issue at power on. The cause was determined to be a failed display input/ output board and processor board. The I/o board and processor board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.